Event description:
At 18:26 a patient was being monitored, the patient suffered temporary cardiac arrest, but the multiview workstation did not alarm. As a result of the cardiac event the patient fell and suffered injuries (hematomas & lacerations), which required medical treatment.